Event description:
It was reported that during a port access case, the guidwire punctured both iliac veins. The patient lost blood and the operation was converted to a laparotomy. The patient expired a few days post operative. The surgeon believes that the patient was not suitable for a port access case due to peripheral vessel disease.